Event description:
As reported by the clinical specialist, at the end of a tf tavr case, post thv deployment, an aortic dissection was noted with angiogram in the ascending aorta. The physician believes it occurred while adjusting the valve before deployment. After crossing the native valve the physician had to adjust for deployment and the thv came back into the aorta due to stored tension. They recrossed the native valve per IFU technique. The patient underwent surgery to repair and was in the ICU recovering well on pod 1. The difficulties crossing the native valve were due to the patient having a low left main and the physicians were trying to adjust the thv to not occlude it.

Manufacturer narrative:
Investigation is ongoing. H3 other text : not returned.

Manufacturer narrative:
Component code, type of investigation, investigation findings, and investigation conclusions. The device was not returned for evaluation. Imagery was provided of the patient's anatomy. Calcification was present in the patient's native annulus. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Difficulty navigating the commander delivery system catheter through the anatomy is an identified hazardous situation associated with the transcatheter valve replacement procedure. The commander delivery system is designed to be compatible with a standard 0.035'' guidewire to enhance trackability. The nose tip is designed to be atraumatic and provide better anatomical crossing, while providing a gradual dimensional increase. Articulation of the system is also instrumental in trackability to the target treatment zone. The ability to articulate allows the catheter to traverse the aortic arch over an 0.035'' guidewire with minimal interaction between the delivery system nosecone, crimped thv, patient vasculature and calcification that may be present. Flex/articulation is designed to occur in one direction with minimal deflection from the flex plane. Catheter deflection angle, and deflection plane are verified for effectiveness. Flexion of the commander delivery system is validated, as articulation of the system is also instrumental in navigation through the anatomy to the target treatment zone while minimizing vascular interaction, including traversing the aortic arch, as well as crossing the native or surgical bioprosthetic in the most achievable, non-biased form. System materials are specified through design requirements, while manufacturing and packaging procedures include 100% inspection for loose fragments. Edwards has provided guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of predilitation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials/refresher training. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis. Patient factors such as calcification, tortuosity, small vessel size, or pre-existing vascular stent may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning and/or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. Additionally, navigating over a kinked guidewire or incorrectly sized guidewire may cause resistance between the guidewire and guidewire lumen, leading to difficulty tracking/crossing. Finally, excessive manipulation of the flex wheel may cause misalignment between components of the flex assembly within the delivery system handle, damaging the components and causing resistance or inability to fully flex the delivery system, leading to difficulty crossing the aortic arch and/or native annulus/bioprosthesis. In this case, the event was unable to be confirmed. Investigation results suggest/indicate patient factors (low left main) may have caused or contributed to this event. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Therefore, no further escalation is required.

Manufacturer narrative:
The device was not returned for evaluation. Imagery was provided of the patient's anatomy. Calcification was present in the patient's native annulus. Difficulty crossing the native annulus could be observed in procedural imagery provided. There appeared to be a build up of tension in the flex shaft. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Difficulty navigating the commander delivery system catheter through the anatomy is an identified hazardous situation associated with the transcatheter valve replacement procedure. The commander delivery system is designed to be compatible with a standard 0.035'' guidewire to enhance trackability. The nose tip is designed to be atraumatic and provide better anatomical crossing, while providing a gradual dimensional increase. Articulation of the system is also instrumental in trackability to the target treatment zone. The ability to articulate allows the catheter to traverse the aortic arch over an 0.035'' guidewire with minimal interaction between the delivery system nosecone, crimped thv, patient vasculature and calcification that may be present. Flex/articulation is designed to occur in one direction with minimal deflection from the flex plane. Catheter deflection angle, and deflection plane are verified for effectiveness. Flexion of the commander delivery system is validated, as articulation of the system is also instrumental in navigation through the anatomy to the target treatment zone while minimizing vascular interaction, including traversing the aortic arch, as well as crossing the native or surgical bioprosthetic in the most achievable, non-biased form. System materials are specified through design requirements, while manufacturing and packaging procedures include 100% inspection for loose fragments. Edwards has provided guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of predilitation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials/refresher training. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis. Patient factors such as calcification, tortuosity, small vessel size, or pre-existing vascular stent may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning and/or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. Additionally, navigating over a kinked guidewire or incorrectly sized guidewire may cause resistance between the guidewire and guidewire lumen, leading to difficulty tracking/crossing. Finally, excessive manipulation of the flex wheel may cause misalignment between components of the flex assembly within the delivery system handle, damaging the components and causing resistance or inability to fully flex the delivery system, leading to difficulty crossing the aortic arch and/or native annulus/bioprosthesis. In this case, the difficulty crossing was confirmed. Investigation results suggest/indicate patient factors (low left main) may have caused or contributed to this event. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Therefore, no further escalation is required.